Manufacturer narrative:
The manufacturer previously reported information alleging an alarm due to a leak in the internal connection tubes. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged alarm due to a leak in the internal connection tubes. There was no harm or injury reported. The device was visually inspected and no defects were found. The device's error log was not available for review. The product investigation laboratory was unable to confirm of the any of the allegations of failure of the trilogy evo solenoid valve, machine flow sensor, pilot tube, or damage to the dual limb cup. All parts were found to be functioning as expected with no visible damage present. This device complaint has been determined to be not reportable.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging an alarm due to a leak in the internal connection tubes. There was no harm or injury reported. During the evaluation of the device by customer site engineer, the device's air intake filters, internal sleeve circuit, exhalation shell, and flow sensor housing were replaced to address the issue.